Manufacturer narrative:
This is default text configured for block h10.

Event description:
Septic arthritis [ankle pain, swelling and reduced rom] [arthritis bacterial]. Case narrative: this is a serious, spontaneous complaint case received from a physician in australia. This report concerns a 71-years-old male, who experienced septic arthritis [ankle pain, swelling and reduced rom] during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection, unknown concentration and for an unknown indication. Lot number: y14860a. Expiration date: jun-2028. On (B)(6) 2026: patient received first intra-articular euflexxa injection on (B)(6) 2026: patient received second intra-articular euflexxa injection under CT guidance for right ankle by experienced interventional radiologist at a specialist spine + joint using aseptic technique. No other products were injected concurrently. No steroid injections prior to procedure. On (B)(6) 2026: patient contacted clinic regarding increasing ankle pain, swelling and reduced rom. The clinic immediately aspirated the joint. On (B)(6) 2026: patient was hospitalized and was given an ankle washout, IV antibiotics. Uncomplicated; no issues around procedure: strict sterile technique, sterile gloves, skin prep x3 (standard)-chlorhexidine, skin drape, single 25g needle to skin and capsule. On (B)(6) 2026: complaint sample not available for investigation and was deposed of. The clinic has quarantined stock on hand, batch and qty confirmation is pending. On (B)(6) 2026: clinic confirmed "we have 6 unopened boxes and 1 syringe. All are batch number y14680a". Relevant laboratory values included: on (B)(6) 2026: joint aspirate; calcium pyrophosphate crystals, ++, on (B)(6) 2026: joint aspirate; culture, light growth; s. Aureus, on (B)(6) 2026: joint aspirate; leukocyte, 14, 900 / 76% neutrophils, unknown test date: c-reactive protein, 69 increased. Unknown test date: fbc; wcc - full blood count, 13.4, increased; 82% neutrophils. Unknown test date: red blood cell sedimentation rate, 32 increased. No concomitant medication was reported. Action taken to euflexxa was unknown. At the time of reporting, the outcome of septic arthritis was unknown. Complaint investigation: 1. Manufacturing investigation conclusion: all testing results of the bulk ha batches used to formulate y14860 euflexxa batches met the acceptance criteria or specifications as relevant (including endotoxin, inflammation and microbial enumeration (viable count) release testing results). 2. Complaint recurrence conclusion: although a total of five (5) complaints of unrelated complaints exist across those component lots (syringe barrels and plunger stoppers), used for manufacturing of additional sixteen (14) filling lots (786,015 syringes packed into 26 final packaging lots), none were confirmed and no systemic or recurring defect patterns were identified. No complaint related to potential contamination, septic arthritis or any other similar adverse events. The investigation included full review of manufacturing, ipc, qc, environmental monitoring, batch records, deviations, work orders, incoming materials testing, retention samples, transport deviations, complaint recurrence, stability data, and risk management files. All ipc, qc, and release results for the naha bulk material used in the manufacture of lot y14860a were reviewed. All tests met the applicable acceptance criteria or specifications, including endotoxin, inflammation, and microbial enumeration (viable count). The investigation confirmed that all manufacturing operations of lot y14860a were performed as expected, with all ipc, qc, and sterility test results meeting specifications. All sterilization processes were successfully performed. Environmental monitoring during aseptic activities was within limits for both lots, and all aseptic process simulations (aps) before and after manufacture passed acceptance criteria. All syringes underwent 100% visual inspection with successful aql results, with no contamination-related or integrity-related issues identified. Packaging operations were fully reviewed, and all exceptions or work orders were resolved with no impact on product quality. Incoming component lots (syringe barrels and plunger stoppers) passed all incoming testing, including endotoxin and sterility. Although a small number of unrelated complaints exist across those component lots, none were confirmed and no systemic or recurring defect patterns were identified. Complaint recurrence analysis showed one (1) additional complaints for lot y14860a related to potential contamination; no trends were observed across lots or component lots. Trend analysis for infection-related complaints since 2023 showed very low frequency and no adverse trend. Transport deviations for y14860a (temperature excursion and over-delivery) were assessed and determined to have no impact on product quality. Retention sample inspection for both lots confirmed intact, defect-free syringes with clear solution. Testing results of stability data for associated lots (up to 36 months) met acceptance criteria and limits as relevant and support product robustness. The root cause for this complaint may be related to use error during preparation, needle attachment and or administration of the product by the user (it is mandatory to follow the instruction specified in the product leaflet) or to a defect in the needle (not supplied by btg). Therefore, currently no CAPA is required. Bioburden and endotoxin testing for returned samples is to be completed. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related sender comment: although important information (such as medical history and concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced septic arthritis could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Reference ids: internal # - affiliate = (B)(4), internal # - complaint = (B)(4).

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Septic arthritis [ankle pain, swelling, redness, infllamation and reduced rom] [arthritis bacterial]. Case narrative: this is a serious, spontaneous complaint case received from a physician in australia. This report concerns a 71-years-old male, who experienced septic arthritis [ankle pain, swelling, redness, inflammation and reduced rom] during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection, unknown concentration and for an unknown indication. Lot number: y14860a. Expiration date: jun-2028. On (B)(6) 2026: patient received first intra-articular euflexxa injection. On (B)(6) 2026: patient received second intra-articular euflexxa injection under CT. Guidance for right ankle by experienced interventional radiologist at a specialist spine + joint using aseptic technique. No other products were injected concurrently. No steroid injections prior to procedure. On (B)(6) 2026: patient contacted clinic regarding increasing ankle pain, swelling and reduced rom. The clinic immediately aspirated the joint. On (B)(6) 2026: patient was hospitalized and was given an ankle washout, performed by an orthopaedic surgeon and was hospitalized. The patient commenced IV antibiotics. On (B)(6) 2026: patient was discharged from the hospital, on oral antibiotics to date. The patient reported a history of blood pressure medication use but was otherwise fit and healthy. To date, the patient continued to experience symptoms including inflammation, swelling, redness, and pain in the ankle joint. The patient stated that they were unable to bear full weight on the affected ankle and required assistance with mobility. The patient also experienced discomfort during sleep and took pain relief nightly to aid sleep. Physiotherapy was initiated, including limited weight bearing exercises, to improve the condition. The patient remained under ongoing monitoring by an orthopaedic specialist. Relevant laboratory values included: on (B)(6) 2026: joint aspirate; calcium pyrophosphate crystals, ++. On (B)(6) 2026: joint aspirate; culture, light growth; s. Aureus. (B)(6) 2026: joint aspirate; leukocyte, 14, 900 / 76% neutrophils. Unknown test date: c-reactive protein, 69 increased. Unknown test date: fbc; wcc - full blood count, 13.4, increased; 82% neutrophils. Unknown test date: red blood cell sedimentation rate, 32 increased. Uncomplicated; no issues around procedure: strict sterile technique. Sterile gloves. Skin prep x3 (standard). Chlorhexidine. Skin drape. Single 25g needle to skin and capsule. No concomitant medication was reported. Action taken to euflexxa was unknown. At the time of reporting, the outcome of septic arthritis was unknown. Complaint investigation: on (B)(6) 2026: complaint sample not available for investigation and was deposed of. The clinic has quarantined stock on hand, batch and qty confirmation is pending. On 18-mar-2026: clinic confirmed "we have 6 unopened boxes and 1 syringe. All are batch number y14680a" and on the same day the patient was discharged from the hospital and commenced oral antibiotic treatment, which was ongoing. 1. Manufacturing investigation conclusion: all testing results of the bulk ha batches used to formulate y14860 euflexxa batches met the acceptance criteria or specifications as relevant (including endotoxin, inflammation and microbial enumeration (viable count) release testing results). 2. Complaint recurrence conclusion: although a total of five (5) complaints of unrelated complaints exist across those component lots (syringe barrels and plunger stoppers), used for manufacturing of additional sixteen (14) filling lots (786,015 syringes packed into 26 final packaging lots), none were confirmed and no systemic or recurring defect patterns were identified. No complaint related to potential contamination, septic arthritis or any other similar adverse events. The investigation included full review of manufacturing, ipc, qc, environmental monitoring, batch records, deviations, work orders, incoming materials testing, retention samples, transport deviations, complaint recurrence, stability data, and risk management files. All ipc, qc, and release results for the naha bulk material used in the manufacture of lot y14860a were reviewed. All tests met the applicable acceptance criteria or specifications, including endotoxin, inflammation, and microbial enumeration (viable count).the investigation confirmed that all manufacturing operations of lot y14860a were performed as expected, with all ipc, qc, and sterility test results meeting specifications. All sterilization processes were successfully performed. Environmental monitoring during aseptic activities was within limits for both lots, and all aseptic process simulations (aps) before and after manufacture passed acceptance criteria. All syringes underwent 100% visual inspection with successful aql results, with no contamination-related or integrity-related issues identified. Packaging operations were fully reviewed, and all exceptions or work orders were resolved with no impact on product quality. Incoming component lots (syringe barrels and plunger stoppers) passed all incoming testing, including endotoxin and sterility. Although a small number of unrelated complaints exist across those component lots, none were confirmed and no systemic or recurring defect patterns were identified. Complaint recurrence analysis showed one (1) additional complaints for lot y14860a related to potential contamination; no trends were observed across lots or component lots. Trend analysis for infection-related complaints since 2023 showed very low frequency and no adverse trend. Transport deviations for y14860a (temperature excursion and over-delivery) were assessed and determined to have no impact on product quality. Retention sample inspection for both lots confirmed intact, defect-free syringes with clear solution. Testing results of stability data for associated lots (up to 36 months) met acceptance criteria and limits as relevant and support product robustness. The root cause for this complaint may be related to use error during preparation, needle attachment and or administration of the product by the user (it is mandatory to follow the instruction specified in the product leaflet) or to a defect in the needle (not supplied by btg). Therefore, currently no CAPA is required. Bioburden and endotoxin testing for returned samples is to be completed. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Sender comment: although important information (such as medical history and concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced septic arthritis could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Reference ids: internal # - affiliate = (B)(4), internal # - complaint = (B)(4). Additional information received from the patient on 18-apr-2026: second reporter (consumer). The hospital discharge date. Description as reported for the event septic arthritis has been updated. Case narrative updated accordingly.